Event description:
It was reported that the device had premature battery depletion after 2.5 years. Device was removed from service. No patient complications have been reported as a result of this event.